Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 48.5-48.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 30.2-35.5cm from the distal tip. Internal insulation abrasion was noted at 15.4-16.1cm and 33.9-35.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. The patient was discharged.